Event description:
It was reported that the patient would be scheduled for surgery on (B)(6) 2013; however, upon performing diagnostics on the device, it was found that the patient has about four more years of battery life left. As the battery was found not to be nearing end of service, the surgery was cancelled. It was found that the patient is currently programmed at 0.25ma output current. The physician stated that he has not considered increasing this output current as he believes the patient is receiving efficacy at these settings due to "substantial"; data available. No other information was provided.

Event description:
On (B)(6) 2013, it was reported by the patient that the neurologist referred her for prophylactic battery replacement in anticipation of eos. In addition, the patient reported that she is experiencing an increase in seizures. The patient has been seen for a consult visit; however, no surgery has been scheduled. Attempts have been made for additional information; however, the physician stated that this patient has been lost to follow up. No other information has been provided.

Manufacturer narrative:
.